Event description:
Reportedly, the instrument was caught at the stapler line by a suspected stray staple. The surgeon had to physically remove the deformed staple before the instrument can be removed. Unfortunately, when surgeon retracted the instrument too hard, pt's vessel was caught and mended.